Event description:
This device case, which does not involve an adverse event, reported by a physician, who contacted the company with a product complaint, does not concern a pt. The reporting physician used the humapen memoir device as a demonstration pen. The device had never been used by a pt, only as a demonstration pen. In 2008, the humapen memoir (lot 0803c02) was reported to have a display that no longer showed the doses. This humapen memoir is associated with another device. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long this device model had been used for. The device was returned to the company on 13-oct-2008. Initial examination found missing segments in the dose number display. It was unk if this humapen memoir was continued. Refer to results/conclusions section. Edit 27-nov-2008: upon internal review, it was noted that the product complaint description by the reporter did not meet the requirement for a clear verbal report of a humapen memoir cirm. Therefore, the initial receipt date for this case was identified as the date the device was returned to the company (13-oct-2008). In addition the returned to manufacturer on date was incorrectly captured in the single record report. Returned to manufacturer on date was changed to 13-oct-2008 in the product lab. Updated narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No add'l info is expected. Eval summary: a physician, who used the complaint device for demonstration purposes, observed the "display no longer shows the doses." The investigation found missing doses number segments in the dose window caused by bonding deficiency in the connections of the lcd cable to the lcd panel. The investigation included examining twenty-five retained devices from lot 0803c02. No missing segments or display failures identified. This malfunction, display lcd segments missing, may cause an underdose or overdose. The user would typically be aware of this malfunction. Corrective action: a corrective action implemented in march 2007 (lot 0703c03), included a new adhesive tape, which strengthens the adhesion of the lcd cable on the lcd panel. Concurrently, preventive maintenance improvements increased process equipment reliability. These corrective actions began before mfg of this complaint device (lot 0803c02, manufactured march 2008). This is the first post corrective action device with missing segments caused by the lcd cable not adhering to the lcd panel. Monitoring the effectiveness of these corrective actions continues. There is no evidence of improper use or storage.